Event description:
Allergan rep reported an "aneurysm on one side of the silicone shell of the band." "The shell had a weakening, and a huge bubble." The device was returned and analyzed.

Manufacturer narrative:
Medwatch sent FDA on: (B)(4) 2010. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted punctures at the damaged port septum and evidence of coring likely to be caused by the use of a coring needle. In addition, the analysis noted a sharp breakage of the buckle and a visible aneurysm on the shell/ring of the band, prior to the performance tests. The aneurysm was confirmed by injecting 5 ml of fluid. Device labeling instructs surgeons to "inspect the inflatable portion of the band for uneven inflation or leaks prior to produce product placement." A possible cause of the event includes over-inflation of the band with sterile saline. The exact cause of the event cannot be determined.